Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. A backup instrument was used to complete the procedure with no patient harm. There was no report of arcing due to the damaged cable noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pcs instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable that contains the crimp was still installed in the clevis. Additionally, the instrument was found with a derailed grip cable at the distal end. As a result, the yaw motion may be non-intuitive. Common causes of these failures are attributed to component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.